Event description:
It was reported that the customer passed away on (B)(6) 2024. Per the reporter, on (B)(6) 2024, the customer experienced severe hypoglycemia and was admitted to the intensive care unit (ICU). A review of pump data will be performed, and the results will be submitted in a supplemental report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Related medsun report number #(B)(4). H3 other text: device not returned.